Event description:
It was reported that during a ureteroscopic lithotripsy procedure, when the navigator access sheath was about to be inserted, it was observed fractured. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: device code a0414 captures the reportable event of sheath torn. Block h11: investigation results the returned navigator with both sheath and dilator were analyzed, and a visual evaluation noted that the dilator tip returned in good condition; however, it was noticed that the dilator was bent/kinked. Media analysis was performed from the pictures provided by the customer, and it showed that the navigator access sheath was broken (fully detached in three pieces). Microscopic examination of returned device was performed under magnification, and it was possible to see that the sheath was broken. Additionally, the sheath was fully detached in three pieces; however, it was not possible to identify any torn on the device. With all the available information, boston scientific concludes that the reported event of sheath torn material was not confirmed since there was no evidence of any torn on the device. Based on the investigation results, the observed damage could be related to handling and manipulation of the device during procedure since as per customer information the sheath was fractured when it was about to be implanted, it is probable that an excess of force applied to the device such as operational factors during their use could cause the issues observed. The instructions for use states not to bend or kink the dilator or sheath prior to placement; to do so could damage the integrity of the device. Based on information available and analysis results, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: device code a0414 captures the reportable event of sheath torn.

Event description:
It was reported that during a ureteroscopic lithotripsy procedure, when the navigator access sheath was about to be inserted, it was observed fractured. The procedure was completed with another of the same device with no patient complications.